Event description:
It was reported that the pt's system was nonfunctional. The pt recovered without sequela. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.